Event description:
It was reported that the system 7 aseptic housing got hot during a procedure and the plastic got melted. Therefore the housing dropped down. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, housing gets hot during use, was confirmed. The engineering tech was able to observe the top housing was fractured from the lower housing. The tech also found that the lower plastic housing was fractured, as well. According to risk documentation and cases with a similar reported event, this battery housing failure would affect device functionality and could lead to reversible injuries requiring medical intervention. Potential causes for a cracked housing include excessive autoclave exposure, exposure to high ph cleaners, cleaning solvents, or impact.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the system 7 aseptic housing got hot during a procedure and the plastic got melted. Therefore, the housing dropped down. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.